Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and oil mist filter were replaced to resolve the odor/smells and haze/mist/vapor issues. Unit meets specifications and was returned to service on 12/30/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer when the door was opened to remove the load. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse was unable to confirm odor/smell, but did identify a haze/mist/vapor issue with the unit. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were returned for functional analysis as the fse stated the parts were saturated in oil. The assignable cause of the haze/mist/vapor issue is likely the oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.